Event description:
Philips received a complaint on the v60 ventilator indicating that the patient was admitted to the intensive care unit (ICU) with pneumonia and respiratory failure. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. After a period of time of normal use, the respiratory nurse found that the device had alarmed, displaying a tidal volume of 0, stopping ventilation. The nurse immediately replaced the ventilator with another device and continued ventilation support on the patient. Following the device replacement, no further issue was observed and there was no report of harm to the patient. This investigation is ongoing.

Manufacturer narrative:
After a period of time of normal use, the respiratory nurse found that the device had alarmed, displaying a tidal volume of 0, stopping ventilation. The nurse immediately replaced the ventilator with another device and continued ventilation support on the patient. Following the device replacement, no further issue was observed and there was no report of harm to the patient. Multiple good faith efforts (gfe) were attempted to obtain patient information, institution address information, confirmation of service, a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.